Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs105-5081-153 rev. Ay as found condition: the solitaire ab 6-30 stent device and rebar 18 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Per the solitaire ab instructions for use (IFU): ¿solitaire ab 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ therefore, the rebar 18 catheter appeared incompatible with the solitaire ab 6-30 stent device as it had a labeled inner diameter (ID) of 0.021 inches. Damaged location details: the rebar 18 catheter tip, marker, and body were examined, and no damages were noted. No flashes or voids were noted on the catheter hub. No other anomalies were observed. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.016-inch mandrel through the hub and tip without issues. Conclusion: the customer's complaint was confirmed based on the reported information and device analysis. The incompatibility between the rebar 18 catheter and the solitaire ab 6-30 stent device was the root cause of the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a solitaire ab (sab) had resistance/was stuck at the distal end of the rebar 18 microcatheter and could not be pushed out. The devices had been prepared and catheter was flushed per the instructions for use (IFU). Repeated attempts to deliver the sab failed so the system was removed and a competitor's devices were used to complete the procedure successfully. It was noted that patient's vessel tortuosity was normal. There was no harm or injury to the patient who was undergoing a procedure to treat middle cerebral artery (mca) stenosis.